Event description:
The consumer had surgery on hi leg due to a car accident. The consumer was using the commode in the shower as a shower chair. The right side pail holder of the commode fell out, causing the consumer to fall to the shower floor onto his pinned and plated right leg. Serious injury is alleged.

Manufacturer narrative:
MFR rec'd summons indicating a commode was being used as a shower chair. Info indicates user sat on the commode's pail holder rail. Nature of complaint suggests improper use. Current user guide covers this area. No malfunction is apparent. MDR filed based on alleged serious injury.